Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the synream 5.0mm flexible shaft broke during the use on a patient. No further information provided. This report is for one (1) 5.0mm flexible shaft this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the inspection has shown that the shaft of the received synream flexible shaft is broken apart above the coupling piece. All parts of the device were returned for evaluation. In general is the shaft in a very used, end of life condition. There are numerous scratches and stress marks all over the device, the hexagon of the coupling has strong impression marks, the prongs of the coupling are worn, the hexagon of the connector has excessive stress marks and the laser markings are partially worn away due to the damages. Document/specification review: drawing was reviewed to verify the relevant dimensions of the broken shaft. Investigation conclusion: the complaint is confirmed as the shaft is broken apart as complained, the breakage can also be confirmed on the received picture. The device is older than 8 years and in a very used condition, this let us exclude a manufacturing related issue. The exact cause of this occurrence cannot be defined as no details were provided how or when the device broke. It can only be assumed that a mechanical overload during use caused the breakage. Wear and tear may also have played a certain role, in this relation we would like to point out following statement form our important information leaflet: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (e.g. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 352.040. Lot # 7812826. Manufacturing site: bettlach. Release to warehouse date: march 26, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.